Manufacturer narrative:
(B)(4).

Event description:
The service report shows that the 840 ventilator stopped cycling. There ws no patient involvement. The covidien customer support engineer (cse) verified the malfunction in the memory log. The cse inspected the device and upgrade the software to the current revision. The unit passed extended self testing.